Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized twice due to kinked tubings. The customer did not provide any information about the date of the incident or how the adverse event occurred. The customer did not provide their blood glucose value. The customer did not troubleshoot and did not send the product back for analysis.